Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(6)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6). Sudden disengagement of infusion line during surgeries can lead to hypotony, hence considered as reportable. There is no information if a sample was available. Please note: this device is part of a pack 8310.25k01 with lot 2000379541 all available information has been disclosed. This complaint has now been closed.

Event description:
Our customer claims the following problem with our high flow infusion line 1279.hf, which slips off several times during surgery.